Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the tunneling label was affixed to the product's outer packaging. The product in the packaging was corresponding to the main label at the original factory. It was unknown what factors led or contributed to this issue. It was indicated the products would be used at a later date. The issue was resolved at the time of the report.